Manufacturer narrative:
Section a2,3,5b: correction. Section d3: correction. Section d10: additional information. Section g1,2: correction. Section h3,4: additional information. Section h5: correction. Section h8: correction. Manufacturer's investigation conclusion: the reported event of the motor making a grinding noise was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis and was received and tested under MFR #2916596-2019-03891. The motor underwent resistance and insulation testing and passed. The motor was able to run on a lab test centrimag system without any issues. The motor was forwarded to the service depot for analysis and was evaluated and tested under work order #(B)(4). The motor was tested for an extended period of time with a test console and flow probe. The motor remained at a normal temperature and no alarms or error messages were present. The motor functioned as intended. A full functional checkout was performed, and the unit passed all tests. The motor cable was inspected, and no issues were found. The root cause for the motor making a grinding noise was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ age of device was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the centrimag consoles screen went blank and the centrimag motor started to make a grinding noise while in use. Patient switched to a back up motor and console. No additional information was requested.